Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited chronically high out-of-range pace impedance measurements, high thresholds, and pacing inhibition and was suspected to have fractured. Subsequently, the lv lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.